Manufacturer narrative:
FDA device problem code(s): 1675 FDA patient problem code(s): 2199 investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the scale markings on a bd preset¿ arterial blood collection syringe was smeared/smudged. The following information was provided by the initial reporter: when using the abg, it found that the scale was not clear.